Event description:
The manufacturer representative reported the patient developed a seroma. An x-ray showed a disconnect of the catheter. The patient experienced headaches and the pump incision was reddened. The drug, concentration, and dose in the pump was not reported. The device was explanted in 2008, due to possible infection. No other symptoms, outcome, or confirmation of infection was reported. Additional information has been requested from hcp, but was not available on the date of the report.